Event description:
Per the audiologist's report, this bilateral pt developed a post-operative cellulitis infection on one side. The skin flap eroded and the device became exposed. The surgeon explanted the device in 2006. Antibiotics were administrated to the pt, who has completely healed. The pt was reimplanted 3.5 months later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code # 1738.